Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full-height cubie drawer had failed and did not allow the facility to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 on the main station failed to stay closed. A field service engineer found that the latch assembly was missing the magnet and needed to be replaced with the modern version. After the component was replaced, the drawer operated without any malfunctions or delays. The customer was able to successfully recover the storage space without any further issues. The system functioned as intended after the field service engineer repaired the device. E1. (B)(6) .